Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited not displaying any images. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the deposit on the adaptor was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that due to disconnection in cable unit, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.